Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon evaluation, the trunk cable connector was broken and wires were exposed. The cause for the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
The daughter of a (B)(6) male patient called zoll customer support to report a service code 204 (belt/monitor unusable). The patient was provided with a replacement electrode belt.